Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the detachment is attributed to physical stress, such as excessive or inadequate force exerted on the component, resulting in wear, deformation, or fatigue. This is consistent with expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the device evaluation, the c-body at the distal tip of the bronchofibervideoscope was found to have detached from the bending section. There was no patient involvement.